Event description:
A report was rec'd which indicated that device was explanted 4 1/2 months after implantation due to deflation. The expander was replaced with a permanent device at that time. Although the deflation did not cause an add'l surgery, the event is being reported in good faith persuant to mcghan medical corporation-carpinteria operation's policy to resolve doubts in favor of reporting.